Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-20-user's test strip had poor storage (kitchen). Test strip (B)(4). Note: replacement product re-shipped to customer. Replacement returned to thi. Wrong name on label. Manufacturer contacted customer (several attempts) in a follow-up call in order to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 192 and 141 mg/dl. The customer's expected fasting blood glucose test result range is 100 - 125 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2018, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the kitchen. The test strip lot manufacturer's expiration date is 01/31/2019 and open vial date at time of call is one month. The meter memory was reviewed for previous test result history (date/time not set): (B)(6).